Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: the product was not returned tfor evaluation. A visual inspection of the received image was performed. Visual analysis of the image sent to ethicon for evaluation determined that an apparently detached needle and winding former of product code vcp311h, could be observed, the image is not clear to determine the failure mode. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: were x-rays performed to localize the needle? Was the needle removed from the patient? The needle has been removed. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare; active ingredient(s)- triclosan; dosage form - suture/solid/parenteral; strength - 275 g /m.

Event description:
It was reported that a patient underwent a hemorrhoidectomy procedure on (B)(6) 2022 and suture was used. During the procedure, the problem of pulling off suture needle happened in the surgery. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.